Manufacturer narrative:
Device was received with blank display. Unable to determine the root cause, problem isolated to the electrical board. Unable to perform functional testings due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 107 mg/dl. Customer called in and stated that she trying to change her reservoir and tubing, but she is unable to do so. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer inserted new battery but still blank. Customer was advised to leave the battery out for two hours than insert it again. Troubleshooting was not completed. Customer will call back if the issue reoccurred. Insulin pump will return for analysis.